Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The dealer is stating that the brake on the left is missing where the part engages on the wheel.